Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown failure against the transmitter occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error.the probable cause of the transmitter failed error could not be determined.the reported event of a an unknown failure against the transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported. No injury or medical intervention was reported.